Event description:
Pt had mammogram and breast biopsy 10/95. Had repeat mammogram 10/96 which revealed add'l nodule and foreign body. Surgery was done to remove disease and foreign body. Foreign body found to be part of inner tungsten grasping surface of a needle carrier surgical instrument.